Manufacturer narrative:
Zimmer biomet complaint (B)(4). The initial submission for the fractured implant was submitted through the asr summary report under MFR (B)(4). Additional information received on (B)(4) 2019 states that the patient suffered from pain and infection. A4: patient's weight not provided/unknown. D4: UDI number is n/a. G5: additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the implant (tsvb13) had fractured. Patient suffered from pain and infection. The implant was removed.

Manufacturer narrative:
One impl tapered scr-v sbm 3.7mm 3.5mm 13mm (tsvb13) was returned for investigation. Visual inspection of the as returned product identified that the implant is confirmed to be fractured at the collar. The device shows signs of wear and debris at the threads. A device history review was performed and no related nonconformance's were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: date of this report. Device expiration. UDI number is n/a. Date received by manufacturer. Checked "follow-up". Checked follow-up type. Changed "no" to "yes". Date of manufacture. Entered evaluation codes. Added manufacturer narrative.

Manufacturer narrative:
Zimmer dental exemption # 1997019. Number of events reported: 906. Summary of results: evaluation conclusion codes are selected for each reported event to summarize the results of the investigation. No failure detected-after investigation of the reported event, including evaluation of the returned product and/or manufacturing reviews of the reported lot numbers, a failure of the device could not be confirmed. As such, no additional remedial action was taken. No results available since no evaluation performed-a complete investigation could not be performed due to a lack of available event information, specifically confirmed device item and lot information. In some cases, the reported product was also not returned for evaluation. Without this information, the manufacturing history of the reported device(s) could not be completed. Fracture problem-reported events utilizing this code have had, after investigation, a fracture confirmed in the reported device. Evaluation of the returned devices and/or manufacturing reviews of the reported lot numbers confirmed the product was conforming at the time of release from zimmer biomet control. No additional remedial action was taken, as the confirmed fractures were not the result of a confirmed manufacturing issue.note: 337 additional records were included within q1 2019 asr submission, these records are currently "open" and are being reported with the information that zimmer biomet currently has at this time.

Event description:
This report summarizes 906 reported events where 769 events are being summarized for serious injuries and 137 events are being summarized for malfunctions. Patient problem codes for these events include: edema, granuloma, infection, inflammation, nerve damage, pain, swelling, discomfort, numbness, no information, no code available, fracture, abscess, wound dehiscence. Device problem codes and description summary: fracture: the implant failure due to the implant fracture and is no longer functional, therefore the implant is removed. Mechanical problem: the implant failure is due to the implant hex or internal threads becomes damaged and the mating devices are not able to engage the implant. The implant is deemed no longer functional, therefore the implant is removed. Failure to osseointegrate: the implant failure occurs prior to restoration due to the lack osseointegration, therefore the implant is removed. Loss of osseointegration: the implant failure that occurs post restoration phase due to the loss of integration, therefore the implant is removed. Adverse event without identified device or use problem: reported implant failure not related to a device malfunction. Implant failure is due to infection, persistent pain, bone loss, inadequate treatment planning, bone plate fracture, reported allergic reaction, paresthesia and inadequate implant positioning. Therefore, the implant is removed and additional medical and/or surgical intervention is required. Range of patient age and patient gender: female 18 - 92 age range. Male 12 - 85 age range. Patient gender was unknown or not provided 21 - 66 age range.